Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504-505 mg/dl; cause was not known. The customer received assistance from the hospital staff and a correction bolus via the pump was delivered to address bg. A system check was performed, and no issues were identified. The customer was discharged on (B)(6) 2022, with the issue resolved and no permanent damage.